Event description:
A report was received that a patient had completely lost stimulation and the paddle lead had migrated. During the revision procedure it was observed that the paddle lead was split and all the contacts had detached. The paddle lead and all contacts were explanted and patient was re-implanted with a new paddle lead. The patient is reportedly doing well.